Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall during a supply change, and after a restart and attempted rewind the device showed unable to proceed, consistent with a failure to infuse and implicating the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem and a device failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.